Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that 5 hours into a normal saline with 30mmol of kcl infusion, the clinician noticed fluid on the floor and on closer inspection identified a leak from a hole in the silicone segment. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report of leaking was confirmed. Visual inspection of the set noted no damage or any anomalies. Pressure testing confirmed leaking from a small split to the silicone pumping segment at the shoulder of the upper pumping segment component. The root cause of the customer¿s report of leaking was not identified.